Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that a portion of a rotawire was stuck within the distal end of the burr and could not be removed. In order to test the functionality of the device, a test rotawire was used for analysis. During testing, the rotawire was able to be inserted through the advancer from the handshake connection. The rotawire could be inserted through the proximal end of the burr catheter up to the stuck rotawire portion with no resistance or issues.

Event description:
It was reported that the burr could not be loaded on the guide wire. A 1.75mm rotablator rotalink plus and rotawire were selected for rotational atherectomy. During the procedure, it was noted that the burr could not be loaded on the guide wire. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a portion of a rotawire was stuck within the distal end of the burr and could not be removed.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that a portion of a rotawire was stuck within the distal end of the burr and could not be removed. In order to test the functionality of the device, a test rotawire was used for analysis. During testing, the rotawire was able to be inserted through the advancer from the handshake connection. The rotawire could be inserted through the proximal end of the burr catheter up to the stuck rotawire portion with no resistance or issues.

Event description:
It was reported that the burr could not be loaded on the guide wire. A 1.75mm rotablator rotalink plus and rotawire were selected for rotational atherectomy. During the procedure, it was noted that the burr could not be loaded on the guide wire. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a portion of a rotawire was stuck within the distal end of the burr and could not be removed.